Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received indicated a conductor fracture on the svc coil was suspected. The device planned to be changed out to a device that has the ability to remove the svc coil during shock delivery. The patient has elected not to have a lead extraction procedure.

Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead and another manufacturer's device were exhibiting high shocking impedance measurements greater than 200 ohms. Additional troubleshooting techniques planned to be performed. To date, there have been no adverse patient effects reported.